Manufacturer narrative:
During the eval, burnt contact pins were found as well as a damaged printed circuit board (flex assembly), which can contribute to devices operating without user activation. The device will be repaired and returned to the user facility.

Event description:
It was reported that during testing conducted at the MFR facility, the drill was running without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.